Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned positioned incorrectly (posterior surface up) inside the lens case in the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area with the distal haptic tip adhered to the anterior optic surface in dried viscoelastic. The other haptic was broken at the distal tip. The broken tip was not returned. The haptic or optic junction was torn on the edge. The optic was torn beginning at the optic edge. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported torn lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, there was rip between haptic and optic. The procedure was completed on same day and there was no patient harm. Additional information has been requested.